Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer's blood glucose level was reported as "high," but the specific value remains unknown. The customer attempted to address the high blood glucose by administering a correction bolus through the pump. Customer resumed insulin to resolve occlusions.